Event description:
It was reported that the patient with this pacemaker experienced infection shortly after implantation which two months of hospitalization was needed. Also, hematoma and sepsis were a noted. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.